Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue and the patient had a blood glucose of 68 mg/dl with unsteadiness. No unusual treatment was required. During troubleshooting, customer support found no delivery issues with the pump. This complaint is being reported as inaccurate delivery could lead to an adverse event, and because the patient experienced hypoglycemia.